Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, difficulties were encountered as suboptimal electrical measurements were present despite several attempts at repositioning. At the last reposition attempt, measurements within normal limits were identified and the procedure was completed. A health care professional (hcp) that was present at the time of the procedure thought the helix could have benefited from another turn. The following day, x-ray imaging showed this lead had dislodged and moved to the right ventricle (rv) and the helix was mostly retracted. Consequently, the patient underwent surgery and the lead was successfully repositioned. Post implant check ups revealed no abnormalities. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The complaint device was not returned by the customer as it remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is "cause not established".

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, difficulties were encountered as suboptimal electrical measurements were present despite several attempts at repositioning. At the last reposition attempt, measurements within normal limits were identified and the procedure was completed. A health care professional (hcp) that was present at the time of the procedure thought the helix could have benefited from another turn. The following day, x-ray imaging showed this lead had dislodged and moved to the right ventricle (rv) and the helix was mostly retracted. Consequently, the patient underwent surgery and the lead was successfully repositioned. Post implant check ups revealed no abnormalities. No additional adverse patient effects were reported. The lead remains in service.